Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 1997, patient was implanted with a greenfield vena cava filter (gvcf). On (B)(6) 2018, the patient underwent a computed tomography (CT) scan, which revealed the gvcf had tilted 15 degrees rightward, abutting the right wall of the inferior vena cava (ivc). The 6 filter struts had perforated through the ivc with the most medial strut contacting the adventitial surface of the right side of the abdominal aorta. Filter remains in patient and may require removal. It was further reported that no frank aortic perforation. The other stress terminate within the retroperitoneal fat around the ivc.

Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 1997, patient was implanted with a greenfield vena cava filter (gvcf). On (B)(6) 2018, the patient underwent a computed tomography (CT) scan, which revealed the gvcf had tilted 15 degrees rightward, abutting the right wall of the inferior vena cava (ivc). The 6 filter struts had perforated through the ivc with the most medial strut contacting the adventitial surface of the right side of the abdominal aorta. Filter remains in patient and may require removal.